Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister with IV sets was not blowing. There was no co2 being provided to the sterile field. When unplugged from the co2 tank, the tank was putting out co2. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister with IV sets was not blowing. There was no co2 being provided to the sterile field. When unplugged from the co2 tank, the tank was putting out co2. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. No signs of clinical use and no evidence of blood were observed. The device was returned inside the sealed packaging. No tears or rips were observed on the package. The device was observed in the package intact, no visual defects were observed. While the device was not opened and inspected, the investigation from the supplier indicates that the reported failure mode ¿no flow¿ is an inherent issue due to supplier deficiency. An ncmr, scar, and hhe have been issued for the reported lot number and a shipping hold has been issued. A field action plan was implemented and shipping hold has been implemented for the affected lot numbers. The certificate of conformance was reviewed. The vendors conform that the device lot conforms to all applicable product specifications. There were no non-conformities observed. Specific actions for the reported confirmed failure mode are being maintained and documented under maquet's health hazard evaluation (hhe) system.